Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the device had been exposed to moisture. She stated that she had gotten out of a pool and had placed the insulin pump up against her body. She attempted to wipe the water off of the insulin pump, and there was no moisture visible in the device. The customer confirmed that, after the fluid exposure, she observed more or frequent alarms. The customer stated that the insulin pump's alarm history showed that the insulin pump had alarmed button error, battery out limit, unexpected restart and signal too low. The customer's blood glucose was 128 mg/dl. The customer was advised to disconnect at the quick release, discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the electronic assembly. Moisture damage was noted to the motor assembly. No button error alarm was noted. No error alarms or battery alarms could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.